Manufacturer narrative:
This report is submitted on january 13, 2020.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the outer ear. The implant remains in-situ. Clinical management is ongoing.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery. This report is submitted on march 31 2020.

Manufacturer narrative:
This report is submitted on may 19, 2020.